Event description:
Reporter stated that a pt's capillary blood glucose was measured, using the inform system, with back-to-back results of 500 mg/dl and 94 mg/dl. Reporter indicated that pt's treatment was not modified based on these values. No pt injury was reported. Reporter stated that qc testing was performed on the inform system and the results were within acceptable ranges. The discrepant results were obtained in a hosp. Technical support requested the return of the suspect product and replacement product was shipped. Inform system: meter, comfort curve test strips 549633 with expiration date 5/31/08.

Manufacturer narrative:
The comfort curve test strips are the suspect device.